Manufacturer narrative:
Device analysis findings: the complaint device was received for product analysis. A visual inspection of the device revealed that there was a collar and shaft separation and there were numerous kinks and flats throughout the shaft of the device. No other issues were identified during the product analysis. Media review: media attached to the parent record shows packaging label. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unintended use error caused or contributed to event following a review of the returned device, reported event details, available information, and product record review. E1-initial reporter phone: (B)(6). E1-initial reporter address 1:

Event description:
Reportable based on device analysis completed on 29apr2026. It was reported that the shaft broke during the pre-installation of the catheter and the rotational atherectomy device outside the patient. The target lesion was located in the left anterior descending branch. A 6f guidezilla was selected for use. During the pre-installation of the catheter and the rotational atherectomy device outside the patient, the catheter was split. The procedure was completed with another of the same device. There were no complications and patient had no abnormality after the procedure. However, device analysis revealed that the collar was detached.